Manufacturer narrative:
(B)(4). Insulin pump received with loose drive support disk.

Event description:
The customer reported via phone call that the drive support cap. The customer's blood glucose level was unknown. The device will be returned for analysis.